Manufacturer narrative:
Due to indrf harmonization, any previously submitted device, method, result, and conclusions codes no longer apply to this event. Also, based on additional information received, the previously reported (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that cause of the impedance issue was unknown and that there no reported falls or events. It was noted that the replacement/revision had not been scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Rep reported a revision due to an impedance issue that was identified after the patient fell. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.